Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was unable to reproduce the reported failure. The fse performed all functional and safety tests to factory specifications. The unit passed all tests performed and was observed for 2.5 hours and no fault was found. The unit was handed over to the customer in good working conditions.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit autofill failed. There was no patient involved.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit autofill failed.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(4). A supplemental report will be submitted upon completion of our investigation.